Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr 2.5 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon inflated to nominal pressure with no restrictions and no leaks noted. The stent was deployed with no issues. No issues were observed with the balloon wall and no evidence of necking at the proximal balloon bond location. A microscopic examination of the balloon identified no tears or holes in the balloon material. The balloon subsequently deflated with no issues noted. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination of the inner/ outer and mid-shaft section found no issue. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal right coronary artery (rca). A 2.50x12 synergy¿ drug eluting stent was advanced to treat the lesion. However, when the physician tried to apply pressure, the device was unable to inflate. Subsequently, balloon rupture was suspected. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture was reported. The target lesion was located in the distal right coronary artery (rca). A 2.50x12 synergy¿ drug eluting stent was advanced to treat the lesion. However, when the physician tried to apply pressure, the device was unable to inflate. Subsequently, balloon rupture was suspected. The device was completely removed from the patient¿s body. The procedure was completed with another of the same device. No patient complications were reported.